Event description:
My daughter used a dexcom g6 diabetes monitor. Multiple times her dexcom wouldn't work. She wouldn't have eaten anything and her monitor would read high or sometimes she would eat and her monitor would read low. She became a type 1 diabetic at age 19. She was now 51, so she had monitored her diabetes for many years. Her last problem with her dexcom g6 was what took her life. She talked with a friend that evening, said she couldn't get her monitor to work, so she was checking it manually. She went to bed and was found deceased in her bed because she didn't show up for work. An autopsy was done and her reason for death was her diabetes. She was rushed to hospital with CPR being done but was gone. I don't know what happened to her dexcom g6. Wasn't at her house. Corner said she had a dexcom g6. She pick up by undertaker to be cremated. Don't know where her monitor went, so I can't find her UDI number from her devise. Wanted to report this but didn't know where to begin. Did some reading and was told to fill out this form.